Event description:
It was reported that the arctic sun device was failing calibration for error 1 (pre-warm bypass flow error). Discussed this was low flow, had them run a functional verification and the diagnostics showed that the circulation pump command (cpc) was during bypass was 68 percentage. Discussed this was indicative of a failing circulation pump. Requested a quote for the 2000-hour service, no loaner needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 1 (pre-warm bypass flow error). Discussed this was low flow, had them run a functional verification and the diagnostics showed that the circulation pump command (cpc) was during bypass was 68 percentage. Discussed this was indicative of a failing circulation pump. Requested a quote for the 2000-hour service, no loaner needed. Per follow up information received on 30oct2024, it was reported that the sample received. No patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Unit was primed to fill in decontamination. Alert 01 (patient line open) seen in event log. Serviced the circulation pump. A 2000-hour pm was completed on the device. As part of the pm, serviced the mixing pump and replaced the heater, drain valves, and both manifold o-rings. Preventively replaced coin cell. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.